Manufacturer narrative:
The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a fiber optic transurethral lithotripsy (f-tul) procedure using the ncircle tipless stone extractor, the wire broke during use which resulted in separation of the basket. The separated basket was retrieved from the patient with another basket device which was then used to complete the procedure. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a review of the device history record, drawings, manufacturing instructions, quality control and specifications was performed. A visual inspection and functional testing was also conducted. One ncircle tipless stone extractors was returned for evaluation. The device was returned with the handle in the open position. A visual examination noted the basket formation was severed from the coil assembly. There are two wires that extend behind the distal cannula; the wires measure 5 mm and 7mm in length. One of the wires in the basket formation has a pulled appearance. The male luer lock adaptor (mlla) was loose. The collet knob is tight and secure. The handle actuates the coil assembly. The support sheath and basket sheath are still attached. The support sheath was found to be smashed 1.5 cm from the distal tip. Kinks were observed in the basket sheath at 22 cm, 41 cm, 44 cm, and a severe kink at 89.5 cm from the distal tip of the basket sheath. The support sheath appears slightly bowed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and it was noted that all non-conforming items identified during manufacturing were scrapped. A review of complaints revealed this complaint to be the only reported complaint associated to the complaint lot number 7966481. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.